Manufacturer narrative:
The device is not being returned. A follow-up report will be submitted with all additional relevant information. The additional five prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 7f sheath hole in both access sites prior to an endovascular aneurysm repair (evar) interventional procedure. Three (3) prostyles were required to successfully pre-place two sutures in the right common femoral artery (rcfa) [unspecified failure with one device]. Reportedly, an attempt was made with two prostyles in the left common femoral artery (lcfa); however, a cuff miss [suture retrieval issue] was noticed with both devices. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to a 20f in the rcfa and a 16f in the lcfa. The endovascular aneurysm repair (evar) interventional procedure was performed. When attempting closure with the prostyles in the rcfa, one of the prostyle sutures was successful and the other one was partially effective [hemostasis was not fully achieved]. Wire access was lost and a half-hour of manual pressure was performed in order to get hemostasis. The 16-french sheath in the lcfa was removed. Hemostasis was not achieved with the two pre-placed prostyle sutures; so additional prostyle devices were attempted, but did not deploy due to cuff misses. Manual compression was applied on the lcfa access site for 20 minutes and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.